Event description:
It ws reported that during implant, the lead was placed in the right ventricle with good sensing and thresholds however defibrillation threshold testing (dft)was not successful as the patient was unable to be defibrillated and required external shocks. Different shock polarities were attempted with only one success that was not reproducable at 25 joules with five minutes between each attempt. The lead was removed and replaced. Dft's were performed with success. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and no anomalies were found. It was noted the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, the helix of the lead became extrinsically distorted due to pulling/stretching/overstress and visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)